Manufacturer narrative:
The reported strip lot number is invalid.

Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: a reading in the high 300's mg/dl (lot 500089) and 176 mg/dl (unknown lot).